Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient consumed coffee with breakfast and attended a previously scheduled doctor¿s appointment. While at the clinic, the cgm displayed a glucose value of 369 mg/dl. A fingerstick blood glucose (fsbg) measurement was not available at the clinic. The patient reported no symptoms of hyperglycemia at that time. As a precaution, the patient was advised to go to the emergency room (ER) for confirmation. Upon presentation to the ER, an fsbg measurement was obtained and recorded as 267 mg/dl, while the cgm continued to display a value of 369 mg/dl. The patient received insulin via injection and remained in the ER for approximately three hours for observation. Upon discharge, the patient reported feeling well. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator while at the clinic. The reported glucose values fall within the b zone of the parkes error grid checked at the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.